Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The plunger case seal popped out of place, the device was in good condition with no appearance of any physical damage. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was duplicated at power-up; the left flipper was resting on top of ear clip when the plunge assembly was pushed all the way in. The root cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed power up process which passed.